Event description:
It was reported that the shunt did not flow properly when the pt didn't improve after surgery, so it was explanted.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It met all specifications for pressure flow and preimplantation testing. The valve did not pass leakage testing due to a small puncture on top of the reservoir. It is unknown how or when this damage may have occurred. The instructions for use that accompanies the valve caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.